Event description:
Customer reportedly lost consciousness following blood glucose result of 148 mg/dl obtained on the aviva system. The customer described the incident as a "sugar insult". Customer tested 548 mg/dl on physician's meter. It is unknown how much time elapsed between the customer's value and the value obtained on the physician's meter. It is not known what medical treatment was provided to the customer or what his current condition is. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in another country.